Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. To correct the issues, the getinge fse replaced the safety disk guide block & the power supply. The fse completed the pm, all testing passed to factory specifications and the iabp unit was cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) of the cs300 intra-aortic balloon pump (iabp), the getinge field service engineer (fse) discovered that the safety disk guide block was damaged. In addition, the fse discovered that when the unit was plugged in, the power supply worked at first and then failed after the battery run-time test. There was no patient involvement, and no adverse event reported.